Manufacturer narrative:
The lot was manufactured between july 25, 2019 - july 26, 2019. 2 actual samples were received fro evaluation. Visual inspection noted traces of silicone oil located on the interior wall of the housing. Silicone oil is used to reduce bladder rupture. It is part of the design of the product. The intent of the silicone oil is to reduce friction as the bladder is inflated. The bladders of the samples were filled with water and monitored for leaks. No leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder (balloon) of a large volume intermate was leaking. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.